Manufacturer narrative:
(B)(4). This complaint was confirmed. The cause was determined to be a manufacturing issue. The black particle in the line of the homechoice disposable set is because in the extrusion process there could be a saturation of burned resin in the die as well as the particle generation in the pin due to the constant friction with the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter customer service that he detected one cassette which presented a black particle in the patient connection line. Product was not used; therefore no patient involved and no patient injury reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.